Event description:
Patient admitted for trial of labor (vdals). Anesthesiologist initiated epidural anesthesia per protocol. Catheter appeared to be malfunctioning. Anesthesiologist attempted to remove catheter to replace. On removal, catheter broke, leaving a portion and the tip in the epidural space. Pt. Failed to progress in labor and required c-section for delivery. Patient underwent exploratory back surgery at the same time to remove lodged section and tip of catheter. Recovery uneventful.